Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error message stating system failure g2a offset voltage background test. There was unknown patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Confirmed error message in device history log. After turning on the pump the error message was also confirmed. Probable cause of the issue was a user error. The pump was rebooted and no longer showed the error message. A standard configuration library was installed, a new preventative maintenance date was set, and the pump was set to central standard time.